Event description:
During a reprogramming session, an advanced bionics representative confirmed that the patient's leads exhibited high impedance on several contacts. The patient also reported uncomfortable stimulation and pain at the pocket site. A pocket and lead revision surgery has been scheduled.